Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 282 mg/dl. The customer experienced different blood glucose level 283 mg/dl and 380 mg/dl. Troubleshooting was performed for high blood glucose. The customer was treated for high blood glucose. Based on customer report customer does not allege pump was under over delivering. The customer had battery failed alarms with brand new batteries. The insulin pump will not be returned for analysis.